Event description:
It was reported that during the procedure to treat a lesion in the proximal circumflex artery, the 2.5 x 18 mm xience v stent was advanced into the patient anatomy. There was heavy calcification in the right internal iliac artery and the stent dislodged, possibly due to the patient anatomy. The stent then embolized to the right hypogastric artery. Multiple attempts were made to snare the stent; however, the stent was not retrieved. An unspecified 3.0 dilatation catheter was advanced into the hypogastric artery and the stent was crushed against the vessel wall. A new unspecified stent system was advanced into the patient anatomy and the stent was deployed at the target lesion. There were no adverse patient sequelae and the patient was reported to be in stable condition. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is likely that interaction with the heavily calcified lesion contributed to the reported stent dislodgement as there was no damage noted to the stent prior to use which suggests a product deficiency contributed to the reported difficulties. An interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the calcified lesion would have then led to the stent dislodgement. The stent embolized and additional non-surgical treatment was used to embed the dislodged stent in the vessel lesion. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.